Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device received multiple shock therapies while kayaking. The therapy was later confirmed to be clinically inappropriate. The patient was admitted for a thorough evaluation of system sensing and potential morphology change implications. The physician stated the rate was difficult to induce during the testing evaluation thus drug induced assistance was initiated. Data evaluation of the inappropriate therapy was noted as a broad complex tachycardia around a rate of 150 per min with a morphology different than the underlying, resting electrogram morphology. Additionally, during the tachycardia episode, double counting was confirmed and resulted in shock therapy within the therapy zone. The device has since been reprogrammed to the secondary vector, as the issues were able to be reproduced in the previously set sensing vector. Following a thorough data evaluation, boston scientific's technical services agreed with the secondary sensing programming. The patient was reported as very fit and sustained no additional adverse patient effects as a result of the inappropriate shock therapy. To date, this device remains implanted and in service however there are ongoing discussion about replacement due to pacing support therapy needs. Subsequently, it was reported that the patient has received another inappropriate shock in the secondary setting. Technical services was again contacted for guidance and further recommendations.